Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician advanced the stent delivery system to the correct position and confirmed via fluro where the stricture was located and attempted to deploy stent. However, as the physician faced resistance as he attempted to pull the outer sheath to deploy the stent. The physician removed the stent delivery system from the patient and upon inspection noted that the stent wires perforated through the sheath. The physician completed the procedure with another of the same device. There were no patient complications reported as a result of this event and the patient was kept overnight in the hospital which is a standard procedure. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician advanced the stent delivery system to the correct position and confirmed via fluro where the stricture was located and attempted to deploy stent. However, as the physician faced resistance as he attempted to pull the outer sheath to deploy the stent. The physician removed the stent delivery system from the patient and upon inspection noted that the stent wires perforated through the sheath. The physician completed the procedure with another of the same device. There were no patient complications reported as a result of this event, and the patient was kept overnight in the hospital which is a standard procedure. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) - (sheath-stent wire perforation). The device has been received, but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted and several of the distal stent wires had perforated the outer sheath. It was noted that a non boston scientific 0.02 inch mandrel or stiff guidewire was inserted through the returned device and was exiting through the guidewire access port. The outer sheath was bunched up at its distal end. No other issues were noted with the profile of the device. During analysis it was not possible to retract the distal handle and deploy the stent. The shaft was dissected but it was not possible to withdraw the inner and stent from the outer sheath due to the stent wire perforation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the bsc design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited. This root cause is assigned due to the condition of the returned device.